Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device powered on by itself. A field service engineer (fse) went onsite and replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Work order #: (B)(4), 09-jan-2025, (B)(6). The system does not meet the specification for the performed service and is not returned to use. Problem description by engineer: customer function/role: biomed. How was the device being used? Not in use. Expected and actual behavior of the product: device powered off without warning. Device powering off intermittently, and intermittently unable to power on or off. Will need to create follow-up incident work order, will assign to (B)(6). Unable to perform test and verification. Advised customer of required return visit, once parts/quote is approved, and parts ordered/delivered. User impact: user was not impacted, but device out of service. Patient impact: none. Current software version: 2.1. Diagnostic performed by engineer: device powered off without warning. Device powering off intermittently, and intermittently unable to power on or off. Will need to create follow-up incident work order, will assign to (B)(6). Unable to perform test and verification. Advised customer of required return visit, once parts/quote is approved, and parts ordered/delivered. Follow up required: device powered off without warning. Device powering off intermittently, and intermittently unable to power on or off. Will need to create follow-up incident work order, will assign to (B)(6). Unable to perform test and verification. Advised customer of required return visit, once parts/quote is approved, and parts ordered/delivered. Parts consumed: 1.00000, 989805617141, rp-flow sensor assy, air & o2, v60/v680 tools & equipment: multimeter, 2025-07-31 00:00:00, torque screwdriver, 2025-07-31 00:00:00, torque wrench, 2025-07-31 00:00:00. Work order #: (B)(4), 09-jan-2025, (B)(6). Problem description by engineer: customer function/role: biomed. How was the device being used? Not in use. Expected and actual behavior of the product: device powered off without warning. Device powering off intermittently, and intermittently unable to power on or off. Will need to create follow-up incident work order, will assign to (B)(6). Unable to perform test and verification. Advised customer of required return visit, once parts/quote is approved, and parts ordered/delivered. User impact: user was not impacted, but device out of service. Patient impact: none. Current software version: 2.1. Diagnostic performed by engineer: n/a.